Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2017 with "high watt" alarms, increased shortness of breath and jugular vein distention (jvd), hemolysis, and flow readings greater than 10 liters/minute. Lactate dehydrogenase (ldh) was elevated. Goal international normalized ratio (inr) was maintained low due to extensive history of gastrointestinal (gi) bleeding. The patient was started on heparin drip upon admission. Controller log files were sent. Preliminary log file analysis confirmed an increase in power consumption above normal operating range. Thirty-four (34) high watt alarms were logged since (B)(6) 2017.  The patient was not considered a candidate for tissue plasminogen activator (tpa) due to history of gi bleeding.  The patient was subsequently taken to the operating room (or) on (B)(6) 2017 for a pump exchange via thoracotomy approach. The exchange was well tolerated by the patient. It was last reported that the patient remains hospitalized. The event was considered resolved on (B)(6) 2017. The primary investigator reported that the event was related to the device and unrelated to the implant procedure and patient condition. No further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the clinical database indicated the patient stated that he was in his usual state of health when his lvad began having high flow alarms and started to have dark red urine. His international normalized ratio (inr) levels were sub therapeutic. The patient was on 3 alt 4 mg of coumadin by mouth daily. Computed tomography (CT) scan on (B)(6) 2017 showed no thrombus in the outflow cannula. The patient was started on intravenous (IV) dobutamine 2.5 mcg/kg/minute and heparin 12 units/kg/hour. Per cardiothoracic surgeon consultation, the patient was urgently taken to the operating room (or) for hvad/lvad exchange. The patient developed ventricular tachycardia after induction of anesthesia and required cardioversion times three. Daily aspirin 325 mg by mouth was started on (B)(6) 2017. Coumadin 3mg was restarted on (B)(6) 2017. The patient was discharged on (B)(6) 2017. Discharge medications included coumadin 7 m g by mouth daily and aspirin 325 by mouth daily. The primary investigator reported that the event of ventricular tachycardia was related to the patient's condition and unrelated to the lvad device and procedure. Per the instructions for use (IFU): cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms starting (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. In this case, the site reported that the patient's therapeutic anticoagulation goal had been maintained at a lower level because of his/her extensive history of gastrointestinal bleeding. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.